Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomical location. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. H11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found that the balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the longitudinal tear in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the balloon catheter was advanced to the target area, and inflation was started. After 30 seconds, leaking was noticed from the balloon, so inflation was ended, and the balloon was removed. The procedure was not completed as another device was unavailable. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the balloon catheter was advanced to the target area, and inflation was started. After 30 seconds, leaking was noticed from the balloon, so inflation was ended, and the balloon was removed. The procedure was not completed as another device was unavailable. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomical location. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.